Event description:
On (B)(6)2009, the patient reported that both the up and down buttons of her infusion device have "ind of not been working for a while." She stated that the issue is intermittent and she thought she was not pressing the buttons hard enough. She notices the issue when she does not hear the confirmation beeps or vibrations. She stated that she notices the issue more with the up button. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.